Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one onyx frontier drug eluting stent (des) was implanted in the proximal right coronary artery (rca). A nc euphora balloon and two launcher guide catheters were also used during the index procedure. Approximately 19 months post procedure the patient suffered from in stent restenosis. The event was treated with a percutaneous coronary intervention to the ostial rca in stent restenosis. The revascularization was classified as a clinically driven target lesion revascularization to treat des in stent restenosis in the proximal rca. The patient recovered. The patient was taking dual antiplatelet therapy within 24 hours prior to the event. The rationale provided for the device relationship was that there was under expansion of original stent and balloon which required the new intervention procedure.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.